Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 30 mg/ml at a dose of 8 mg/day via an implantable pump. It was reported that the patient attended the first refill and 3.5 mls were expected to be left in the reservoir and 39 mls of morphine was withdrawn. There were no external factors known that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the pump would be interrogated in the next appointment as required by the implanting doctor. Actions/interventions taken would be decided by the implanting doctor. The issue was not resolved at the time of the report. A surgical intervention was not performed and it was unknown if one would be planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was indicated that the rep had followed up with the implanting doctor with the patient and they had decided not to do any further surgical intervention or therapy usage of the pump, due to the patient having some other unrelated problems to sort out beforehand. As such, the pump/catheter were still implanted but not currently in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0211570111 implanted: (B)(6) 2016: product type catheter product ID 8784 lot# 0229373801 implanted: 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient met with the implanting physician to go through testing and next steps. The cause of the volume discrepancy was not determined. No issues were observed with the 8780 and 8784 catheters so far. A surgical intervention had not been planned as of yet and the issue had not yet resolved. The pump and catheters were still in use/implanted.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2026-jan-27. The patient experienced higher pain levels than usual. The cause of the volume discrepancy was yet to be determined regarding 39 ml withdrawn from the pump reservoir though 3.5 ml was expected. Regarding determining cause, it was indicated they were awaiting next steps on implanting physician to determine if a procedure was required or set. The device was interrogated and pump programming was correctly set. Regarding if there were any issues observed with the model 8780 catheter and model 8784 catheter, this was also indicated to be determined as they were awaiting next steps from the implanting physician. The volume discrepancy was not resolved as of 2026-jan-27. Surgical intervention was possible but was to be determined by the implanting physician. The status of the pump and catheter were still in use as of 2026-jan-27. Further updates are expected to be provided by the implanting physician.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0211570111, implanted: (B)(6) 2016, product type: catheter, product ID 8784, lot# 0229373801, implanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.